Event description:
Per the clinic, the patient experienced poor magnet retention despite use of the highest strength magnet. The patient reportedly uses a headband, however, this causes headaches, resulting in device non-use. It was also reported that the patient underwent a device repositioning surgery (specific date not reported), however, the issue could not be resolved. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient underwent skin thinning surgery under general anaesthetic on (B)(6) 2026. The implanted device remains.